Event description:
Ous MDR - the patient experienced chest discomfort due to lateral migration of the generator with risk of generator extrusion. On (B)(6), the generator was repositioned in a more medial subcutaneous position. No hospitalization was required.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.